Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual inspection: a piece of 17mm length is broken off form the received drill bit, the broken piece was returned. The flutes of the broken piece are unwinded and there are clearly visible strong stress marks at the outer diameter. The cutting edges at the forefront of the broken piece are strongly damaged, especially the outer corners. Dimensional inspection: checked outer shaft diameter, web thickness d2 and found to be conforming per relevant drawings. Web thickness was not measurable as deformed post-manufacturing. Drawing/specification review: the sub-component 60036882 is not lot tracked. Therefore the last three potential work orders (15981111, 15944967 and 15941957) that were produced prior to lot l768118 were reviewed. The review has shown that with 440a stainless steel the correct material was used and that the hardness was within the specification of 52 0/+3 hrc from drawing se_056280_g. Investigation conclusion: the complaint is confirmed as the drill bit is broken as complained. During the performed evaluation no manufacturing related issue could be detected. The strongly damaged cutting edges at the forefront are an indication for a strong metallic contact, for example with a drill sleeve. We assume that the drill bit did get stuck due to this contact, this did lead to the unwinding of the flutes and finally the breakage of the drill bit. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part: 310.509. Lot: l768118. Manufacturing site: bettlach. Release to warehouse date: 01.march 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for distal radius fracture with a va lcp two-column volar distal radius plate and the drill bit in question. During the surgery, when the surgeon tried to drill with a drill guide and the drill bit, the drill bit broke. The surgeon used another drill bit, and the surgery was completed successfully. Surgeon confirmed by x-rays that no fragment remained in the body. There was no surgical delay. No further information is available. Concomitant devices reported: unknown drill guide (part# /lot# unknown, quantity: 1), unknown distal radius plate (part# /lot# unknown, quantity: 1). This complaint involves one (1) device. This report is for one (1) drill bit ø1.8 w/marking l110/85 2flute. This is report 1 of 1 for (B)(4).